Manufacturer narrative:
(B)(4). Batch #unk. Date of event is unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts were made to obtain additional information and the following information was received: could you please confirm if the device deliver any staples? No further information is available. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No further information is available. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the staples were not deployed at the fourth firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.